Event description:
It was reported that this patient recently experienced dizziness, a syncopal episode, and third degree exit block. The patient was seen in-clinic where right ventricular (rv) intermittent loss of capture and high, out-of-range pacing impedance measurements (3000 ohms) were noted. Additionally, over-sensed noise resulting in pacing inhibition and increased capture threshold measurements were observed. Provocative maneuvers were performed which reproduced rv loss of capture and noise in the bipolar sensing mode. However, these provocative maneuvers were unable to reproduce the high impedance and over-sensed noise observed at the time of the event. Diagnostic imaging was also taken and did not show any system abnormalities. The physician programmed the device and a surgical revision procedure was scheduled. Technical services (ts) was also consulted for a device data review. Ts recommended to replace both the right atrial (ra) and rv leads, in addition to the device. At the day of the revision, further isometrics were performed and no abnormalities were seen from the ra lead. As a result of these findings, the physician elected to leave the ra lead in situ. The device pocket was subsequently opened and the physician noted an incomplete screw insertion of the rv lead. The device was explanted and replaced and the rv lead was surgically capped and abandoned. A new rv lead was implanted to resolve the event and no additional adverse patient effects were reported. At this time, the device is expected to be returned for analysis and the rv lead remains implanted, but capped and out-of-service. The ra lead remains implanted and in-service.